Event description:
It was reported that the needle was missing and consumer unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: he also reported during the injection he didn't feel anything noticed pe needle was missing. He only does the priming with the first needle. He does not do the priming each time of the injection. He feels like he is wasting the insulin. He rotates the skin site. He uses new needle each time of his injection.

Manufacturer narrative:
H.6. Investigation summary: three photos were returned from lot. No. 8143451, cat. No. 320109. Visual examination of the returned photos was carried out and a broken patient end of cannula and a bent patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the photos returned and the fact no sample was returned for investigation this cannot be confirmed to be manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was missing and consumer unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: he also reported during the injection he didn't feel anything noticed pe needle was missing. He only does the priming with the first needle. He does not do the priming each time of the injection. He feels like he is wasting the insulin. He rotates the skin site. He uses new needle each time of his injection.